Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. Eight devices were evaluated in the field and the issue was confirmed; 6 devices had damaged components, 2 devices had misaligned components; 1 device was not repaired. One device was not evaluated as the customer declined the evaluation. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 9 malfunction events, where it was reported there was a cot drop. Three events had no patient involvement. Four events had patient involvement, with no impact to the patient. One event had patient involvement and the patient sustained a bruise. One event it is not known if there was patient involvement.